Event description:
The customer reported that the system displayed "overload fault" and "overload error" error messages, and they had to keep rebooting the system. These error messages will result in a system shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor and x-ray tube were replaced and a generator and filament calibration was performed. The system was then found to be operating as intended.